Event description:
It was reported that the patient presented in clinic for generator change. During procedure, the set screws on the header of the patient's implantable cardioverter defibrillator (ICD) broke off. The ICD was explanted and replaced. Patient was stable.

Manufacturer narrative:
The report of field event set screw anomaly was not confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. Additional findings of premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.